Manufacturer narrative:
The received device had the cannula assembly deployed. The pod generated an 0x34 interruption/reset alarm and was deactivated. The device was connected to a master pdm and a 5u test bolus was delivered without issues. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. A leak test found no signs of leakage. No evidence was found that would result in skin irritation occurring at the infusion site; a root cause for the reported event could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 260 mg/dl while wearing the pod between 24 and 36 hours on the arm. For treatment, the patient changed out the pod for a new pod.